Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed defib testing. Complainant was unable to specify what the malfunction was. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.